Manufacturer narrative:
The device was subject to on-site testing in follow-up of the event but did not exhibit any malfunction during these tests. The log file does not contain any entry on the reported date of event which can be put in causal connection to a ventilator failure during use. However, one type of error code can be found in the logs which was recorded repeatedly during the weeks before the event. This error code indicates that the auxiliary vacuum pressure dropped below the minimum value for safe operation. This auxiliary vacuum pressure is required to actuate the valves that control the ventilation and to keep the diaphragm of the ventilator piston in place to avoid wrinkling during piston movement. Insufficient vacuum pressure may result in serious damages to the ventilator unit and thus, the device is designed to shut down automatic ventilation upon occurrence. The ventilator shut-down is alerted to the user by means of a corresponding alarm. Potential root causes for the drop in vacuum pressure are manifold and are not necessarily related to device malfunctions - also an accidental disconnected actuator tube of the apl bypass valve can cause these symptoms. It was recommended to the user facility to let the device be checked by a dräger service technician again.

Event description:
It was reported that automatic ventilation did not work during a surgical procedure. It was further reported that no patient consequences have occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that automatic ventilation did not work during a surgical procedure. It was further reported that no patient consequences have occurred.